Manufacturer narrative:
Field service engineer visited site and found the third party service group, trimed-x, had cleared the screen of an initialization error 17. Fse troubleshot for the reported uncommanded movement and found no problem, and could not reproduce the complaint. The customers lead tech also reported that trimed-x service rep could not reproduce the complaint. The unit was verified for proper operation per service checklist and returned to full service by the customer.

Event description:
On (B)(6): lead technologist reported that a (B)(6) female was having an abdomen MRI with contrast. Injector loaded with magnavist contrast and normal saline. Injection protocol of 2ml/second, 20ml volume for contrast, 2ml/second for 20 ml volume saline. Staff does not use the injector drip or patency modes. Staff will hand inject prior to injection protocol to assure open IV line. Technologist had loaded syringes, purged the lines, then started preparing the pt when they noticed a puddle on the floor. It was noted the a side ram had injected contrast, but the b ram had not moved. The injector was reloaded with contrast, the pt procedure was then completed without incident. No reported injury.